Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and sensor found in original packaging. Reading issue was not observed as sensor was not assembled and used. Therefore, issue is not confirmed to use due to customer did not assemble product. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6) based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a complaint via FDA inquiry in which a customer reported an inaccurate reading issue with the adc device. The report is as follows: "(B)(6) stated that in (B)(6) 2022, he used a sensor as directed and found the reading of off by 50-60 points. He contacted abbott diabetes care customer service, (B)(4), who provided him with a replacement sensor. He did not retain product codes for the first sensor. He stated that he used the replacement on (B)(6) 2023 and it was also defectiveand 60 points off that it should have been in the reading. He stated he used another 1 that was also defective with this lot. He contacted customer service again and he stated that he went back and forth with them regarding this issue. On (B)(6) 2023, and (B)(6) 2023, he spoke with (B)(6), customer service supervisor, who advised him that he would be forwarding his complaint to the appropriate team for a refund/reimbursement. To date, he has not received any further contact with the company. The complainant stated that he uses an apple 7 phone with the device, which he states is on the list of compatible phones to use with this product. He stated since finding that the sensors were defective, he began using another brand of sensors, which he has had no problem with. No illness nor injury was reported. " as of 27 apr 2023, it was noted that the customer's refund has been processed. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received a complaint via FDA inquiry in which a customer reported an inaccurate reading issue with the adc device. The report is as follows: "mr. (B)(6) stated that in 11/2022, he used a sensor as directed and found the reading of off by 50-60 points. He contacted abbott diabetes care customer service, 1-855-632-8658, who provided him with a replacement sensor. He did not retain product codes for the first sensor. He stated that he used the replacement on (B)(6) 2023 and it was also defective and 60 points off that it should have been in the reading. He stated he used another 1 that was also defective with this lot. He contacted customer service again and he stated that he went back and forth with them regarding this issue. On 03/14/23, and 03/16/23, he spoke with (B)(4), customer service supervisor, who advised him that he would be forwarding his complaint to the appropriate team for a refund/reimbursement. To date, he has not received any further contact with the company. The complainant stated that he uses an apple 7 phone with the device, which he states is on the list of compatible phones to use with this product. He stated since finding that the sensors were defective, he began using another brand of sensors, which he has had no problem with. No illness nor injury was reported. " as of 27 apr 2023, it was noted that the customer's refund has been processed. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and sensor found in original packaging. Reading issue was not observed as sensor was not assembled and used. Therefore, issue is not confirmed to use due to customer did not assemble product. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section d4 (serial ) was incorrectly documented in the previous report. Correction has been made.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and sensor found in original packaging. Reading issue was not observed as sensor was not assembled and used. Therefore, issue is not confirmed to use due to customer did not assemble product. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section d4 (serial ) was incorrectly documented in the previous report. Correction has been made.

Event description:
Abbott diabetes care (adc) received a complaint via FDA inquiry in which a customer reported an inaccurate reading issue with the adc device. The report is as follows: "mr.guerra stated that in (B)(6) 2022, he used a sensor as directed and found the reading of off by 50-60 points. He contacted abbott diabetes care customer service, (B)(6), who provided him with a replacement sensor. He did not retain product codes for the first sensor. He stated that he used the replacement on (B)(6) 23 and it was also defectiveand 60 points off that it should have been in the reading. He stated he used another 1 that was also defective with this lot. He contacted customer service again and he stated that he went back and forth with them regarding this issue. On (B)(6) 23, and (B)(6) 23, he spoke with abner, customer service supervisor, who advised him that he would be forwarding his complaint to the appropriate team for a refund/reimbursement. To date, he has not received any further contact with the company. The complainant stated that he uses an apple 7 phone with the device, which he states is on the list of compatible phones to use with this product. He stated since finding that the sensors were defective, he began using another brand of sensors, which he has had no problem with. No illness nor injury was reported. " as of (B)(6) 2023, it was noted that the customer's refund has been processed. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The customer returned five sensors (3mh00knt6fm, 3mh00km9l24, 3mh00kmt7h0, 3mh00knt79r, 3mh00jltktr) and are currently undergoing investigation. A follow-up report will be filed once additional information is obtained. The exact date of event is unknown. The date entered in section b3 is based on the customer's report of "(B)(6) 2022." The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a complaint via FDA inquiry in which a customer reported an inaccurate reading issue with the adc device. The report is as follows: "mr.guerra stated that in (B)(6) 2022, he used a sensor as directed and found the reading of off by 50-60 points. He contacted abbott diabetes care customer service, 1-855-632-8658, who provided him with a replacement sensor. He did not retain product codes for the first sensor. He stated that he used the replacement on (B)(6) 2023 and it was also defectiveand 60 points off that it should have been in the reading. He stated he used another 1 that was also defective with this lot. He contacted customer service again and he stated that he went back and forth with them regarding this issue. On (B)(6) 2023, and (B)(6) 2023, he spoke with (B)(6) , customer service supervisor, who advised him that he would be forwarding his complaint to the appropriate team for a refund/reimbursement. To date, he has not received any further contact with the company. The complainant stated that he uses an apple 7 phone with the device, which he states is on the list of compatible phones to use with this product. He stated since finding that the sensors were defective, he began using another brand of sensors, which he has had no problem with. No illness nor injury was reported. " as of (B)(6) 2023, it was noted that the customer's refund has been processed. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and sensor found in original packaging. Reading issue was not observed as sensor was not assembled and used. Therefore, issue is not confirmed to use due to customer did not assemble product. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6) based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a complaint via FDA inquiry in which a customer reported an inaccurate reading issue with the adc device. The report is as follows: "mr. (B)(6) stated that in 11/2022, he used a sensor as directed and found the reading of off by 50-60 points. He contacted abbott diabetes care customer service, 1-855-632-8658, who provided him with a replacement sensor. He did not retain product codes for the first sensor. He stated that he used the replacement on (B)(6) 2023 and it was also defective and 60 points off that it should have been in the reading. He stated he used another 1 that was also defective with this lot. He contacted customer service again and he stated that he went back and forth with them regarding this issue. On (B)(6) 2023, he spoke with abner, customer service supervisor, who advised him that he would be forwarding his complaint to the appropriate team for a refund/reimbursement. To date, he has not received any further contact with the company. The complainant stated that he uses an apple 7 phone with the device, which he states is on the list of compatible phones to use with this product. He stated since finding that the sensors were defective, he began using another brand of sensors, which he has had no problem with. No illness nor injury was reported. " as of (B)(6) 2023, it was noted that the customer's refund has been processed. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received a complaint via FDA inquiry in which a customer reported an inaccurate reading issue with the adc device. The report is as follows: "mr. (B)(6) stated that in (B)(6) 2022, he used a sensor as directed and found the reading of off by 50-60 points. He contacted abbott diabetes care customer service, 1-855-632-8658, who provided him with a replacement sensor. He did not retain product codes for the first sensor. He stated that he used the replacement on (B)(6) 2023 and it was also defective and 60 points off that it should have been in the reading. He stated he used another 1 that was also defective with this lot. He contacted customer service again and he stated that he went back and forth with them regarding this issue. On (B)(6) 2023, he spoke with (B)(6) , customer service supervisor, who advised him that he would be forwarding his complaint to the appropriate team for a refund/reimbursement. To date, he has not received any further contact with the company. The complainant stated that he uses an apple 7 phone with the device, which he states is on the list of compatible phones to use with this product. He stated since finding that the sensors were defective, he began using another brand of sensors, which he has had no problem with. No illness nor injury was reported. " as of (B)(6) 2023, it was noted that the customer's refund has been processed. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and sensor found in original packaging. Reading issue was not observed as sensor was not assembled and used. Therefore, issue is not confirmed to use due to customer did not assemble product. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.